Event description:
International affiliate reports the pressure setting of the implanted value was changed 2 to 3 times per day as requested by the patient's family member. Depsite numerous pressure adjustments, the patient's condition remained unchanged. The value appeared to be stuck at a pressure setting of 140mm hg. The device was explanted and replaced.